Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was tested with a manometer for overdrainage. The valve failed and was not used.